Manufacturer narrative:
This report is submitted on may 16, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. Subsequently, the patient was treated with IV antibiotics via pic line (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.